Manufacturer narrative:
(B)(4). Product analysis: the pump has been returned and evaluated by product analysis on 06/18/2014 with the following findings: a battery cap was not returned with the pump. The battery compartment threads were found to be damaged. A test battery cap was unable to be properly secured to the pump. The test battery cap was difficult to remove from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The devicehas not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.